Event description:
Additional information indicated that oversensing occurred due to noise on the right atrial lead. Related manufacturer report number: 2017865-2019-10981.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device upgrade, noise and insulation damage was noted.the lead was capped and a new lead was implanted to resolve the event. The patient was in stable condition.